Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was "high", although a specific value was not given. Customer had not address bg level at time of troubleshooting. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.